Event description:
Please disregard this MFR # as this event was not related to the stent in the opionion of the physician.

Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid rca with 95% stenosis and was 60 mm long with a reference vessel diameter of 2.25 mm. Initial attempt at treatment with predilatation and a 2.5 x 24 mm taxus stent failed when the stent was unable to be passed. Subsequent predilatation of the calcified vessel resulted in a large intimal tear "throughout the entire rca," with timi grade 1 distal flow. Per catheterization report, there was also guidewire-induced intimal dissection at the beginning of the procedure. A 2.5 x 24 mm taxus stent was deployed with difficulty at the distal edge of the dissection, and used to further pre-dilate the lesion. A second overlapping 2.5 x 24 mm taxus stent was then placed. Next, a 2.5 x 20 mm taxus stent was deployed overlapping "more proximally." A second 2.5 x 20 mm taxstent was placed "covering from the ostium to the proximal edge of the most proximal stent." A 90% distal stenosis was noted on repeat angiography. This was treated with a 2.5 x 12 mm taxus stent placed "across the distal edge of the other stents." Final angiography demonstrated no residual stenosis, and no evidence of dissection, thrombus, or distal embolization. The next day, pt developed severe retrosternal chest pain. ECG indicated lateral st segment depression, medical condition was stabilzed with IV nitroglycerin, heparin, and integrilin. Cardiac enzymes were elevated consistent with guideline definition of an mi. Site reports only one set of enzymes, representing peak levels. Due to persistent chest discomfort, pt underwent emergent coronary angiograpy, in the opinion of the physician the relationship to taxus stent is "not related." The pt was discharged 3 days later on asa and plavix therapy. In the opinion of the physician the relationship to taxus stent is "not related."

Event description:
Clinical trial. Same case as MFR# 6000093-2005-00053, 00050, 00051, 00052. It was reported that one day after a coronary artery drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. In 2004 the patient was brought to the cath lab. The lesion being treated was a 2.25 mm, 95% stenosed, moderately calcified, mildly tortuous, mid right coronary artery (rca) lesion. The lesion was predilated. The physician successfully placed in overlapping fashion the following 5 taxus express2 8.8% drug eluting stents. First a 2.5 x 12 mm stent, followed by two 2.5 x 24 mm stents, followed by two 2.5 x 20 mm stents. There were no complications. The following day, the patient returned to the cath lab with elevated cardiac enzymes and a non-q wave myocardial infarction. A dissection and stent thrombosis was found by repeat angiography. The physician then placed two additional taxus express2 8.8% drug eluting stents in the mid rca. In the opinion of the physician, the event was "not related" to the taxus stents. The patient was seen for follow up 28 days later.